Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue occurred during the touch sensor calibration process and was resolved by performing touch sensor calibration. It seemed that the staff member quit midway through the calibration process. All functional and safety checks were performed and device was returned to customer.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had internal error 6 occurred during power up, before clinical use. There was no patient involved.